Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation was found before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer found damage on needle hub. It cause cap of patient side needle open while phlebotomist assembles needle and holder." 1000 occurrences were reported.

Event description:
It was reported that separation was found before use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer found damage on needle hub. It cause cap of patient side needle open while phlebotomist assembles needle and holder." 1000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged hub with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged hub was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.